Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that therapy was ineffective. No environmental/external/ patient factors that may have led or contributed to the issue. System was completely explanted (B)(6) 2018. The health care professional (hcp) implanted a new pain pump during the same procedure. The issue has been resolved at the time of this event. No the health care professional (hcp) does not have further information for manufacturer. Yes a surgical intervention occurred. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.